Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced fluctuating blood glucose (bg) in the 57mg/dl to 400mg/dl range. The patient reportedly was sweaty and shaky during her low bg event. The patient stated on (B)(6) 2013, she treated the low bg with oral carbohydrates. The patient reportedly took her bg measurement but could not remember what it was. It was noted that the patient's bgs would be within normal limits and the patient would bolus at times without remembering what her bg measurement was. The patient reportedly admitted to forgetting to bolus. Customer support (cs) reviewed the pump with the patient and noted that the patient had bolused 1.35 units out of 1.35units of insulin via the pump on (B)(6) 2013. The patient also stated that she was recently working with the health care provider (hcp) in adjusting the pump's settings. The reported high bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was forgetting to bolus and the patient was bolusing without knowing what the bg measurement during the time of bolus.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.